Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the shockpulse lithotripsy transducer did not want to startup, showed an error and probe check lit up in red. There were no reports of any patient involvement.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer's final investigation. Updated fields: d4, d8, g3, g6, h2, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint is cause traced to component failure due to the transducer plug is deformed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.